Manufacturer narrative:
H11 - corrected data: d1.

Event description:
Allergan aesthetics received a report of a patient treated the upper abdomen, middle abdomen, and lower abdomen on (B)(6) 2022 with coolsculpting treatment with cooladvantage coolcore applicator and presented with paradoxical hyperplasia (pah/ph) to the upper abdomen.

Event description:
Allergan aesthetics received a report of a patient treated the upper abdomen, middle abdomen, and lower abdomen on (B)(6) 2022 with coolsculpting treatment with cooladvantage coolcore applicator and presented with suspected ph post treatment on the lower abdomen.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
H11-: corrected data: b5.

Event description:
Allergan aesthetics received a report of a patient treated the upper abdomen, middle abdomen, and lower abdomen on (B)(6) 2022 with coolsculpting treatment with cooladvantage coolcore applicator and presented with paradoxical hyperplasia (pah/ph) to the upper abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2022 using the cooladvantage coolcore system applicator, who developed paradoxical hyperplasia (ph) after treatment in the upper abdomen.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/26/2023. Clarification to b3 partial date of event: "5 months post -op" was reported.